Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up and failed the self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The customer's report for "intermittent power" was observed and attributed to front enclosure. The front enclosure was replaced to resolve the report. The customer's report of "self test failure for defib and pacer functions" was not replicated or confirmed. The device was put through extensive testing including full functional testing, bench testing, shock testing, and defib/pacer stress testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.